Event description:
Same as MFR # 6000093-2005-01263, 6000093-2005-01264. It was reported by the pt that about 1 year after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt successfully had three unknown size taxus express2 drug eluting stents implanted 1 year ago. About 8 weeks ago the pt began complaining of a rash on his upper body. The rash is from his ears to neck and upper torso. The pt has seen an allergist and dermatologist without any resolution. Pt is currently in stable condition.